Event description:
Patient was in the or for right total hip replacement. One of the acetabular cup screw heads unraveled like a corkscrew. Both pieces were retrieved by dr. Xray taken and sent to be read by radiology per hospital policy.